Event description:
The device was being utilized for a percutaneous nephrostomy procedure. The dr indicated the entry stick was slightly difficult. No difficulty was encountered in removing the sheath. However, it was noted the radiopaque marker band had separated from the sheath and remained in the pt.